Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on 06-nov-2024 in the tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.